Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that the size of air bubbles was about 2 cm. Troubleshooting was performed. Customer stated that the insulin pump was under delivering due to bolus delivery was slow. Customer blood glucose was 13 mmol/l. Customer current blood glucose was 13.8 mmol/l. Customer stated that auto mode feature was active at the time of incident. No harm requiring medical intervention was reported. The reservoir will not be returned for the analysis.